Event description:
The customer returned the unit and requested the unit be checked over and necessary repairs made. During eval, enough liquid oxygen leaked from the ruptured diaphragm in the relief economizer valve to potentially cause a serious injury should this malfunction recur. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr. A corrective action has been implemented for units manufactured after 11/22/94 which replaced the diaphragm with a more durable material.